Manufacturer narrative:
The insulin pump had a button error alarm due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip.

Event description:
Customer reported the insulin pump alarmed button. Customer's blood glucose was 130 mg/dl. Customer reported he clipped his device on swim trunks after swimming in the ocean, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.